Event description:
It was reported an infection occurred. The leads were explanted. The right atrial lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant: competitor ICD implanted: 2015-(B)(6). (B)(4)